Manufacturer narrative:
Follow-up #1: date of submission 02/06/2014. Device evaluation:the device has been returned and evaluated by product analysis on 01/23/2014 with the following findings: the keypad cover was found to be torn off at the bottom of keypad and a tear was observed at up arrow button. The complaint of slow responses of the keypad buttons was not duplicated during testing. All of the keypad buttons responded appropriately. The keypad cover was removed and evidence of contamination was visible under all of the key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored with fading text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that all of the keypad buttons were slow to respond and the buttons were worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.